Manufacturer narrative:
Updated device problem code grid.

Event description:
It has been reported to philips that the tempus pro is experiencing an issue when customer connects the ECG leads to the device and the message "ECG leads not connected" appears.